Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a balloon in the pumping segment below the blue fitment while infusing 0.45% ns at 75ml/hr. There was no patient harm.

Manufacturer narrative:
The customer report of a balloon in the silicone segment was confirmed. During inspection it was observed that the silicone segment tubing had a bulge/balloon just below the upper fitment. Functional testing was performed and fluid flowed freely in the set with no issues observed. During testing, ballooning was replicated only by giving an IV push without clamping the tubing above the port. The root cause of the balloon/bulge in the silicone segment was identified as giving an IV push medication or flush below the pump without first clamping the tubing above the injection port.